Event description:
Subsequent to previously filed report, additional information was received: there was resistance noted during closing the footplate. It felt as if the proglide feet became stuck. After opening and closing the footplate lever, the device could ultimately be removed with resistance. The knot did not go down well; the patient was still bleeding [hemostasis not achieved]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty opening and closing the foot was not confirmed. Difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The knot advancement issue could not be confirmed because the suture with the knot was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device with a 7f sheath after an atrial arrhythmia ablation procedure. Reportedly, during step #4, closing the footplate, the proglide device became stuck. The footplate lever was deployed and closed again. The device was able to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.